Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a gore® viabahn® endoprosthesis (vsx device) was intended for use in the superficial femoral artery during treatment of stenosis. Reportedly, the lesion was prepped with a 5mm balloon and shockwave ivl prior to the advancement of the vsx device. However, the physician was unable to advance the vsx device cross the lesion and was removed. During the removal of the delivery catheter back through the 6f introducer sheath, the physician felt a little resistance. After the delivery catheter was removed from the introducer sheath the stent was observed to have become dislodged from the delivery catheter. With the deployment line still attached the stent was found inside the introducer sheath. The procedure was successfully completed with a new vsx device. The patient did not experience any adverse consequences. On june 9, 2026, the device was returned to the histology department and the delivery catheter was observed to be separated.